Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On the day of the event, the patient experienced sweating, vomiting, and feeling faint. No cgm or bg values were provided during this time. The patient was transported to urgent care for evaluation at 3:20pm by their child. The bg by the nurse was 240 mg/dl while the cgm was 185 mg/dl. The patient had an EKG (electrocardiogram), reason unknown. At the time of the call, the patient had not received any medication or treatment for hyperglycemia. At the time of the report, the patient was in stable condition and was still at the hospital. Although follow up attempts were made to gather additional event details, contact was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.